Event description:
Originally reported from (B)(4) 1.8 inr with protime system vs. 2.9 inr with unspecified lab system. Patient inr reference range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.